Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer stated that they placed the insulin pump in suspend to take a shower, but they could not resume use due to an responsive act button. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose level was 103 mg/dl at the time of the incident and 423 mg/dl during the call. The customer has not treated yet during the call. The customer also stated that suspending the insulin pump was the significant event leading to the keypad issues. The time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces on escape and act button. No button error alarm during testing. Unable to perform any tests due to buttons unresponsive. Pump received with corroded battery tube, cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.